Event description:
Pt was to have small amount of fluid removed from this shoulder, but instead was mutilated and experimented on with arthrex bio-fastak suture anchors. Had sustained a slight strain to his shoulder at work. Dr first showed patient a set of photos with the word "cys" marked across two of the pictures. When reports tried to get a closer look at these he said, "that cyst was very small. You can barely see it." And then flipped to the second set of photos, one picture marked slap actually showed a cutting tool coming through pt's bicep complex, creating a lesion. All rptr could get out was, "what did you do? The next few weeks were torture. Pt was a very sick man and no one seemed to want to help. Of course rptr & pt did not want to ever have to see dr again but had no choice, because no one else would see him and pt needed, and needs medical attention. We called other orthopedic surgeons, and no one would see him. Rptr expressed their concerns to dr, that they would like to see another doctor and he told rptr that "no other orthopedic surgeon would understand what he had done. We spoke to an attorney and he said we had to give dr the chance to make thinsg right; we had no other alternative but to continue treatment by this man. I sent a bad patient survey to the surgery center as a cry for help and all I got out of that was admonished for my ignorance and lack of experience. The director of the surgery center talked to pt in one of three phone calls, and when he expressed concern about the nerve block she said to him, "well you signed a consent form didn't you?" And pt said, "as a matter of fact no I didn't." Dr. Told pt not to go to the emergency room after pt had lost consciousness. I called one night to the office to report that pt had blood tinged sputum and an associate of dr called and talked to pt, and told him just to come to the office in the morning if he was still feeling poorly. According to pt's first MRI report he was experiencing a "spinoglenoid notch ganglion which appears to communicate posteriorly to a tear of the anterior superior labrum. According to dr's operative report "the spinal glenoid notch cyst had been decompressed during debridement of the superior glenoid neck taking care to protect the neurovascular structures including the suprascapular nerve"; this is physically impossible. The spinogleniod notch is posterior; it is in one's back; it is along the spine of the scapula. The location where dr said he removed the cyst is near the bicep complex which is at the top-and-front of one's shoulder no where near the spinogleniod notch, it is like it is on the other side of the world, not even the same continent, one cannot get there from here. According to another dr. "Direct access to the spinogleniod notch is limited as it requires significant dissection of the deltoid and/or the trapezius from the scapular spine as well as retraction of either the supra or infraspinatus. Dr did not "remove" the cyst as he indicated which is confirmed by an MRI study. The reason I could not see any cyst in the pictures that dr showed me was because it was not there. The markings shown in the pictures marked cyst were made by the cutting tool that dr. Forced through pt's bicep complex. None the less he continues to get weaker and weaker everyday with severe pain not only in the back, but also in the front of his shoulder now that dr. Chose to experiment on him. What dr acoomplished, without consent or knowledge of the patient, was to create a slap lesion and try to fix it with bio-corkscrew suture anchors. Arthrex bio-corkscrew suture anchors were classified as a class ii (special controls) medical device by the FDA requiring they have consent for their use. At first all the information I could locate on the use of biodegradable suture anchors was dated in 2000 and in thailand, and then if found and article first published on march 11, 2004 in the american journal of sports medicine (almost five months after pt's surgery) in which they used cadaveric shoulders to compare the traditional anchors with the new biodegradable anchors and from what I got out of it they recommend the use of the traditional anchors. In the article, they had prepared the cadavers exactly the same way that dr. Prepared pt, and the cadavers had never had any shoulder injury what so ever; all one has to do is compare the surgical report with the article; they are almost word for word the same, it is absolutely sickening. Biodegradable is nothing more than a fancy word for rot; I use the same word to describe an asset of dog feces. The crucial part of the information that I have located is that no one knows what the long term effects of these are. However, I can tell you the short term effects on pt, they made him severely ill. As per the MRI of 2005 one of the suture anchors is seen hanging loose within shoulder and no others can be seen, who knows where they are. The devastating part of all is that on the MRI report of 2005 pt now has a slap lesion which will require extensive surgical repair, if it can be repaired at all, according to pt's current orthopedic surgeon, not to mention the cyst and the extent of the damage done by it still being there.